Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 20.5 diopter intraocular lens (iol) was implanted into the patient's operative eye. It was later explanted due to a decrease in the patient's visual acuity. No additional information was provided.

Manufacturer narrative:
Additional information received reported the patient was a female with date of birth (B)(6) 1954. Also, there was no patient injury. The physician's name was provided, dr. (B)(6). The implant date was (B)(6) 2017 and explant date was (B)(6) 2018. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was an aab00 19.5 diopter lens. No additional information was provided. As a result of the information provided the following fields have been updated accordingly: age/date of birth: (B)(6) 1954. Gender/sex: female. If implanted, give date: (B)(6) 2017. If explanted, give date: (B)(6) 2018. (B)(6). Health professional: yes. Occupation: physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 03/07/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.